Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 29mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was : aortic annulus, perimeter: 83.7 mm, perimeter derived ø: 26.6 mm, area: 537.5 mm², area derived ø: 26.2 mm, min ø: 23.5 mm, max ø: 28.9 mm, average ø: 26.2 mm, eccentricity: 0.19. There was sufficient calcium to allow anchoring of the device in the opinion of the user, and the patient did not have a horizontal aorta. The implant depth was 4mm, during the procedure, after total released, the valve migrate upwards toward annulus base. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration and the migrated valve did not block a coronary artery or arteries. There was no snaring of the valve. The physician measured the coronary height versus valve and deceived to implant a second 29mm navitor valve with a valve in valve procedure. The physician checked the coronary access before total deployment of the second valve, both coronary were open, there was some electrocardiogram (ECG)changes, however the coronary was still open, but massive paravalvular leak (pvl was observed, the patient collapsed, left coronary obstruction was noted after implantation of the second valve. The physician tried to open the left coronary artery (lca), without success. The patient passed away and the cause of death hypotension and closed left coronary. (B)(6): is reportable for death. (B)(6): is reportable for migration.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was : aortic annulus, perimeter: 83.7 mm, perimeter derived ø: 26.6 mm, area: 537.5 mm², area derived ø: 26.2 mm, min ø: 23.5 mm, max ø: 28.9 mm, average ø: 26.2 mm, eccentricity: 0.19. There was sufficient calcium to allow anchoring of the device in the opinion of the user, and the patient did not have a horizontal aorta. The implant depth was 4mm, during the procedure, after total released, the valve migrate upwards toward annulus base. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration and the migrated valve did not block a coronary artery or arteries. There was no snaring of the valve. The physician measured the coronary height versus valve and deceived to implant a second 29mm navitor valve with a valve in valve procedure. The physician checked the coronary access before total deployment of the second valve, both coronary were open, there was some electrocardiogram (ECG)changes, however the coronary was still open, but massive paravalvular leak (pvl was observed, the patient collapsed, left coronary obstruction was noted after implantation of the second valve. The physician tried to open the left coronary artery (lca), without success. The patient passed away and the cause of death hypotension and closed left coronary. (B)(6): is reportable for death. (B)(6): is reportable for migration.

Manufacturer narrative:
An event of massive paravalvular leak, left coronary obstruction and patient death was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from field indicated that there was sufficient calcium to allow anchoring of the device and that the patient did not have a horizontal aorta. Information from field indicated that the cause of death was due to blood pressure drop and closed left coronary. Field also indicated that the physician tried to open the left coronary artery without success. Abbott requested for operative notes from the procedure however this was not provided by field. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.